Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/10/2021. H.6. Investigation: one photo and five representative samples were received for evaluation. The photo shows an 18g catheter sample with 2 areas indicated where the reported defect occurred. The representative samples were subjected to visual inspection and catheter adapter leak test. All inspections passed and no abnormalities were observed. No leakage was found at the luer end and catheter joint near to the cannula hub. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported when using the bd venflon pro safety 18ga, the device experienced the catheter backing out of the vein, along with the catheter adapter/connector/ not able to connect to the mating component. The following information was provided by the initial reporter. The customer stated: different operators have encountered the following problems during use: cannula connection not adhering well to the cannula so that the tubes do not fill well with blood; rupture of the patient's veins; reduced device stay in place.

Event description:
It was reported when using the bd venflon pro safety 18ga, the device experienced the catheter backing out of the vein, along with the catheter adapter/connector/ not able to connect to the mating component. The following information was provided by the initial reporter. The customer stated: different operators have encountered the following problems during use: cannula connection not adhering well to the cannula so that the tubes do not fill well with blood. Rupture of the patient's veins. Reduced device stay in place.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.